Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 550 mg/dl and current blood glucose value was 204 mg/dl. Customer was vomiting and had nausea, difficulty breathing and ketones. Customer treated with manual injection. The infusion set's cannula was bent. Customer did not wish to continue to troubleshoot. Insulin pump will not be returned for analysis.